Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a sample evaluation was performed on one venous catheter as part of the catheter system. Electrode height was measured and was found to be approximately 0.95mm. A tissue cutting test was performed using an arterial catheter that was on hand. Electrode appeared to activate but was not able to cut tissue. The investigation is confirmed due to the sample failing under functional testing. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 08/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an attempt of creation of an arteriovenous fistula (avf) through the radial artery and radial vein for hemodialysis access, the device allegedly failed to cut the tissue. Therefore, both the venous and arterial catheters were removed from the patient without incident and a new set of catheters was used to create a successful fistula. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer and the evaluation is still pending. The investigation of the reported event is currently underway. Expiration date: 08/2021.

Event description:
It was reported that during an attempt of creation of an arteriovenous fistula (avf) through the radial artery and radial vein for hemodialysis access, the device allegedly failed to cut the tissue. Therefore, both the venous and arterial catheters were removed from the patient without incident and a new set of catheters was used to create a successful fistula. There was no reported patient injury.